Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted only a part of the mesh was visible at the top of the image. The textile knitting pattern seem to correspond to sym meshes. Opaque drops (mucus?) Were visible, coming from the abdominal wall where the mesh was implanted. Four fixations points were visible on the right of the mesh. Small viscera adhesion to the mesh was visible. It was reported that there was a medical complication occurred. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the possible complications associated with the use of symbotex composite mesh are those typically associated with surgically implantable mesh: seroma, hematoma, recurrence, adhesions, fistula formation, infection, inflammation, chronic pain, and/or allergic reactions to the components of the product. Potential events associated with state of the art mesh with similar indication may include: organ injury (including bowel and visceral injury), trocar-site herniation, bowel obstruction and urinary retention (related with the use of anesthetics). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative a extended totally extraperitoneal (etep) hernia repair, the surgeon was not able to close the posterior facial sheet and so a mesh was applied intraperitoneal to cover the posterior facial sheet. The patient had a dysmotility of the small intestine as a result of reaction to coating net. The surgeon saw mucus-like drops from the net and reaction on the serosa side of the small intestine. A small bowel resection was performed. The patient developed an ileus due to the issue which had to be re-operated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative a extended totally extraperitoneal (etep) hernia repair, the surgeon was not able to close the posterior facial sheet and so a mesh was applied intraperitoneal to cover the posterior facial sheet. The patient had a dysmotility of the small intestine as a result of reaction to coating net. The surgeon saw mucus-like drops from the net and reaction on the serosa side of the small intestine. The patient had a blood loss of less than 50 ml due to the issue. A small bowel resection was performed. The patient developed an ileus due to the issue which had to be re-operated and re-admitted to the hospital.